Event description:
It was reported that while using a surgical fiber during a prostate procedure, the fiber tip was damaged at 32,641 joules of use; the case was continued using a second fiber, which was replaced due to an unspecified failure, and the case continued using a third fiber. While using the third surgical fiber, the tip was damage at 17,816 joules of use. The case was completed using a fourth fiber. There was no injury reported. This report is for the second surgical fiber used.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber cap was found to be attached and intact, however, melted at the beveled section and drilled through. The cap was also found to exhibit detritus and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation/user handling due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.